Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon.

Event description:
Patient reported raynaud's phenomenon. This record is for the right side. Device has been explanted.

Event description:
Patient reported raynaud's phenomenon. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Clarification to g3: the aware date for this MDR is 10/may/2022. The previous submission included the aware date for the psr report, inadvertently. The previous report was submitted within 30 days. Information contained in this report was previously submitted through psr on 10/23/2014. Additional, changed, and/or corrected data.